Event description:
Patient status post plate and screw implantation of the right distal tibia on an unknown date (approximately 7-8 months ago) was discovered to have a nonunion. Patient was returned to operating room on (B)(6) 2012 and surgeon removed all hardware. Surgeon cleaned the site, used bone graft from the patient's femur. Surgeon revised the patient to new plate and screws. Consultant noted there was no loose or broken hardware. The procedure was completed. During the procedure the tip of the drive shaft broke, post operative x-rays did not detect any pieces in the patient. It was not known at what point the shaft broke. This is 8 of 10 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.